Event description:
It was reported that approximately 3 weeks post implant, a circumferential break was noted in the middle of the graft. The graft was implanted in the right popliteal vessel. The break was noted following diagnosis of broken left leg occurring as the result of a fall. During an attempt to surgically repair the graft, another break occurred. The graft was removed and another one was implanted. There was no report of patient injury related to the broken graft.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. This included all testing for graft strength. The sample has been returned; however, the eval has not yet been completed. The info for use (IFU) was reviewed. The following statements are included in the IFU: warnings:distaflo bypass grafts do not stretch (are non-elastic) in the longitudinal direction. The correct graft length for each procedure must be determined by considering the patient's body weight, posture, and the range of motions across the anatomical area of graft implantation. Failure to cut the graft to an appropriate length may result in anastomotic or graft disruption, leading to excessive bleeding, and loss of limb or limb function, and/or death. Adverse reactions: potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel. It is unk if the patient's reported fall contributed to the initial graft break.